Event description:
The pt received two leads (with the same lot number) on (B)(6) 2011. It was reported, the pt had lost stimulation. The physician had an x-ray performed, revealing the leads had migrated. On (B)(6) 2011, the physician attempted to surgically reposition the leads, but was unable to do so. The physician left the ipg implanted, and the leads were left coiled at the midline incision. F/u identified the physician opted to refer the pt for a surgical lead procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.